Event description:
Physician was performing a percutaneous atherectomy and moving the diamondback device from the posterior tibial artery into the common plantar artery. When trying to reposition the device, physician discovered the device was stuck. He tried pulling the device back with the sheath, using the glide assist function on the device with the button and manually, pulling and pushing on the device as well as turning it off and back on again. He was unable to remove the device and the representatives that were called were unable to offer any additional assistance. Physician then had to perform a cutdown in order to remove the device from the patient. Tissue was discovered to be on the end of the device.